Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. The patient also reported that their cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. A clinic visit was scheduled and the shock impedance alert was reprogrammed to a higher value. The system will continue to be monitored via regular follow-ups. This rv lead and crt-d remain in service. No adverse patient effects were reported.

Event description:
Additional information was received that, during a routine follow-up, increased pacing thresholds were observed. The physician will plan to replace the lead at a later date. The lead outputs were increased. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. The patient also reported that their cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. A clinic visit was scheduled and the shock impedance alert was reprogrammed to a higher value. The system will continue to be monitored via regular follow-ups. This rv lead and crt-d remain in service. No adverse patient effects were reported. Additional information was received that, during a routine follow-up, increased pacing thresholds were observed. The physician will plan to replace the lead at a later date. The lead outputs were increased. No adverse patient effects were reported. Additional information was received that a revision procedure was performed. This crt-d and the rv lead were explanted. The rv lead will be returned for analysis but the crt-d was discarded. The physician believes that the rv lead was the cause of the observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, two segments of lead were found. The terminal pin segment measured approximately 11 cm, and the middle segment that was mostly stretched and deformed was about 40 cm in length. The segment from the distal shocking coil to the tip of the lead was not returned. The segments passed electrical testing. However, due to the condition of the returned lead, laboratory analysis was not able to determine the cause of the high, out-of-range shock impedances measurements that were observed clinically.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. The patient also reported that their cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. A clinic visit was scheduled and the shock impedance alert was reprogrammed to a higher value. The system will continue to be monitored via regular follow-ups. This rv lead and crt-d remain in service. No adverse patient effects were reported. Additional information was received that, during a routine follow-up, increased pacing thresholds were observed. The physician will plan to replace the lead at a later date. The lead outputs were increased. No adverse patient effects were reported. Additional information was received that a revision procedure was performed. This crt-d and the rv lead were explanted. The rv lead will be returned for analysis but the crt-d was discarded. The physician believes that the rv lead was the cause of the observations.